Event description:
Philips received a complaint by the customer on the v60 indicating that a battery failure alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a battery failure alarm had occurred. The customer requested service and a replacement device. The sales rep went to the customer's hospital and replaced the v60 with one the sales rep brought. The investigation is ongoing.